Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks with one having high out of range shock impedance measurements. Associated with this out of range measurement was a load resistance out of range fault code. This fault code occurs when minimal energy is being delivered to the patient from a damaged or disconnected lead system. It was recommended to evaluate the right ventricular (rv) lead system integrity however as of today it is not known if this has occurred. All available information indicates that the device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the physician elected not to test the lead system integrity due to the patient having end stage terminal cancer.